Manufacturer narrative:
To date the incident device has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent and an infrarenal aortic extension. The patient had a follow up computed tomography (CT) scan which showed the patient had aneurysm sac growth and a type 1a endoleak. The patient additionally had a doppler exam completed which showed flow in the left iliac artery. The physician elected to explant the devices. The current patient status is unknown and not initially reported to endologix. There have been no additional adverse events reported for this patient.